Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return problematic pump using provided label within 10 days, while technical support arranged shipment of replacement pump.